Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant. The lead was placed in the right ventricle (rv) and out of range pacing impedance measurements, no sensing and no capture was noted with the lead interfaced to the pacing system analyzer (psa). A second psa was utilized and out of range pacing impedance measurements greater than 4000 ohms were observed. A replacement lead was implanted without further incident. No adverse patient effects were reported.